Event description:
It was reported that during an excelsiusgps surgery a s2ai screw was placed medial and inferior. The navigation images showed that the screw was on plan and in the proper place however that was not the case. Upon x-ray images to confirm, the surgeon noticed that the screw was medial and inferior. The surgeon removed the screw and replaced the screw in the correct spot without to use of the robot or navigation.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. This evaluation has been completed without associated case logs and there are no associated work order or part returns. It was reported that an s2ai implant was misplaced medial and inferior to the planned position. However, the globus medical representative reported that one screw was misplaced. This can be symptomatic of skiving. Skiving can lead to the misplacement of screws. Ultimately, the user opted to replace the implant using traditional methods and the case was completed with no adverse effects to the patient reported. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.